Event description:
A caller reported experiencing cartridge alarm 20, which prevented the successful loading of a cartridge and resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.